Event description:
It was reported that the copilot leaked during the procedure. The same copilot was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for leaks from this lot. Based on the reviewed information, no product deficiency was identified.